Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device evaluated by MFR, device manufacture date: DHR review was completed. Part: 03.037.026; lot: 9116178; manufacturing site: bettlach. Release to warehouse date: 21. Nov. 2014. The device history record shows this lot of 97 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all visual and packaging criteria at the time of release with no issues documented during the manufacturing process review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition customer quality conducted an investigation of the returned device. Customer quality investigation: the following investigations were performed: device interaction/ functional and damage-visual appearance not as expected: device condition: visual inspection performed at customer quality (cq) under 5x magnification on the received connecting screw showed deformed threads proximal to its head. No new issues were observed other than the normal signs of wear which will not affect the product functionality. Functional inspection: functional test performed with the returned helical blade inserter showed that the device threads were stuck during assembly and disengagement of screw from the blade inserter which is due to the deformed threads on both the devices. The complaint condition was able to be replicated and the given complaint condition is consistent with the returned device. Therefore, complaint condition was confirmed. Dimensional analysis and document/specification review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Connecting screw: dimensional inspection performed on the relevant deformed thread dimensions measured the diameter as 8.733mm that falls within the specifications of 8.794 mm 8.974 mm and metric thread tolerance specified per iso standards. Review of the device history record showed that this lot of 97 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all visual and packaging criteria at the time of release with no issues documented during the manufacturing process. Conclusion: a definitive root cause could not be determined from the provided information. However, the observed condition is likely because of any off-axis threading with any possible unintended striking forces on the device which could have contributed to this complaint condition. The overall complaint condition is confirmed. However, no product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information was not provided for reporting. Device is an instrument and is not implanted / explanted. Device history records review was completed for part# 03.037.026, lot# 9116178. Manufacturing location: (B)(4), release to warehouse date: nov 21, 2014. The device history record shows this lot of devices was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all visual and packaging criteria at the time of release with no issues documented during the manufacturing process. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent a hip surgery. During extraction of the helical blade inserter and the helical blade coupling screw, the surgeon had difficulty disengaging both devices from the helical blade. The sales consultant noted that it seemed like the threads on the helical blade inserter and helical blade coupling screw were not smooth. There were no additional measures other than additional physical effort that was applied. The surgeon also noted that it seemed more difficult than normal to extract the bolt from the back end of the helical blade. It is unknown if there was a surgical delay. There was no patient consequence reported. Procedure outcome was unknown. Concomitant device reported: helical blade (part # unknown, lot # unknown, quantity 1). This report is for one (1) helical blade/screw coupling screw. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Date received by manufacturer for initial report should be august 9, 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.